Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became unresponsive while the customer was attempting to deliver a bolus and stopped all insulin delivery. The customers blood glucose level was reported to be (212 mg/dl). It was indicated that the customer would use insulin pens as alternate insulin therapy.